Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual inspection of the photo confirmed one luer was separated from the extension line. The other luer hubs could not be seen in the photo. A full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (brown head) was broken during use." The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) was broken during use." The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.